Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had pneumothorax towards the end of an implant procedure. The patient was sent to the coronary care unit for monitoring. The patient was stable and saturating well. No additional adverse patient effects were reported. The device remains in service.